Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic revision gastric sleeve to gastric bypass, during the second firing for the creation of the new stomach pouch, there was poor staple formation. When firing the stapler, the reload pushed the tissue out from the jaws causing malformed staples all over the place due to the lack of tissue present. No device component fell into the patient¿s cavity. The surgeon had to move medially on the stomach after the firing to re-do the newly formed gastric pouch with a new stapler. The issue resulted to unanticipated tissue loss.